Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). The complainant indicated the helical blade cut out of the femoral head and the patient was revised due to pain and non-union. In addition, during the removal a subtrochanteric fracture was identified. Device history records was conducted. The report indicates that the: part mfg date: 22 may 2014, 456.305 lot 7690488, DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 100mm non sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an open reduction internal fixation (orif) of the right hip utilizing an intramedullary nail was performed on an unknown date. Subsequently the helical blade cut out of the femoral head and the patient was revised on (B)(6) 2016, due to pain and non-union. The helical blade, the nail and one 5.0mm locking screw were removed intact. The initial plan was to revise the patient with a total hip prosthesis. During the removal a subtrochanteric fracture was identified, and the patient was revised with a trochanteric fixation nail. There was no reported surgical delay. The procedure was successfully completed with the patient in stable condition. This complaint involves 3 devices. This report is 1 of 3 for (B)(4).